Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. Prior to the procedure a small trace of effusion was noted. Post procedure, it was noted the patient had a pericardial effusion. A pericardiocentesis was performed in the catheterization laboratory and 200ml of fluid were drained. It was uncertain whether transeptal puncture or closure device recaptures contributed to the effusion. No further information was provided at the time of this report. The patient is expected to fully recover.